Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the battery life was less than expected and the and the cs 128-fxxx call service alarm occurred three times in the last thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/20/2015. Device evaluation: the cartridge has been returned and evaluated by product analysis on 11/10/2015 with the following findings: a review of the pump black box revealed cs 128 (post delivery motor power supply faults). The pump powered with the returned battery cap. The battery cap was able to fully tighten. Unrelated to the original complaint, there was evidence of moisture contamination on the underside of the battery cap. The battery compartment was found to be cracked below the grip pad. The bolus button cover was detached and it was unable to be tested for functionality due to the missing cover. There was evidence of moisture contamination on the bolus button switch. Current draws were within specifications. The battery life issue was not duplicated during investigation. A leak test was performed and failed at the missing bolus button cover. The pump case was removed and there was evidence of additional moisture contamination found on the inside of the pump and on internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4)